Manufacturer narrative:
Continuation of d10: product ID: 97745bp, lot#serial#: (B)(6), product type: battery pack, h3: analysis of the battery pack, model#: 97745bp, serial#: (B)(6), revealed that the battery case was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown lot# serial# unknown implanted: explanted: product type battery pack section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown, serial/lot #: unknown, ubd: , UDI#: g2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the charging did not progress from 2 to 3 days ago; a warning screen was displayed yesterday during a charging trial; the battery was reset and the recharger was inserted and removed and was told to adjust the antenna position so that the values reaches its highest level; when the device was reset, the controller screen disappeared and it could not be restarted. It was thought that the charge of the stimulator probably went to 0% because the stimulation hasn't arrived. Even when the controller was charged and connected to the outlet at home, the device only displayed a message saying to please charge the zero battery stimulator, but there is no green flashing light at the top indicating that the battery is charging. It was also said that the battery pack seems to be swollen. There were no known environmental, external, and patient factors that may have caused the event. Battery reset was performed, but it did not resolve the issue. The issue was not resolved at the time of the report. No health damage was reported.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type battery pack medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The screen details from the warning screen are unknown. The causes of the charging not progressing, the controller not being able to be restarted, and the ins being at 0% and having no stim were not confirmed. The controller, recharger, and battery pack were replaced on (B)(6) 2024. As well, after replacement the controller seems to be working properly. Issue was resolved. Further information was received, that confirmed that the ins was not replaced, and the external devices were discarded by the patient.